Event description:
It was reported by service report that the power cord had intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord with intermittent power due to loose internal connections.